Event description:
It was reported that the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment could not be repaired, and therefore, was not returned to the user facility.